Event description:
Complainant states that "she gave her husband a diabetic shot in his leg and when the syringe was pulled away from the leg the needle was missing. They went to the emergency room to find needle by ultrasound and they could not find anything. They then went home and looked at the syringe and found that the needle pushed back up into the barrel of the syringe".